Manufacturer narrative:
The customer noted the sipper probe to be bent during their routine operations. The customer tried to manually unbend it, turned off the device, waited for 5 minutes, and turned it on again. The issue was not resolved. The field service engineer (fse) confirmed that the sipper probe was bent. This was due to the sipper probe hitting the rinse station. He then adjusted the sipper probe. He also advised the customer to recalibrate as the existing calibration was too old. The qc recovery improved after recalibration. From a video provided by the customer, the investigation determined that the sipper probe was not being washed properly. The investigation determined that the questionable result was caused by faulty sample mixture pipetting due to a bent and an improperly washed sipper probe. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable troponin t hs stat elecsys result for one patient sample tested on the cobas e411 disk. The initial result was reported outside of the laboratory. The physician complained about the result which prompted the rerun of the sample. On (B)(6) 2022, the initial result at 6:33 am was 0.055 ng/ml with a data flag. On (B)(6) 2022, the repeat result at 8:38 am was 0.005 ng/ml. The reagent lot number is 523669. The expiration date is jul-2022.